Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Was this device service by a third party? No.

Event description:
Customer reported false elevated magnesium results on an architect analyzer for one patient. The customer provided: sid (B)(6) initial = 3.31 mmol/l, repeat = 0.83 mmol/l (normal range: 0.66 to 1.07 mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
H6. Health effect impact code: f26. Component code: g03001. D8. Was this device service by a third party? No. During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system and parts replacement and cleaning was performed. Return testing was not completed as returns were not available. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the troubleshooting performed by the fse. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by service. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms, its software and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.